Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "rupture." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, e1.

Event description:
Healthcare professional reported a left side "rupture." Device has been explanted.

Event description:
Healthcare professional reported a left side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: weight to spec, crease flat and white particles in the shell. The device is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."